Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy they used two of the devices and when the surgeon fired the initial clips they were malformed in a scissored configuration. They completed the procedure with a third like device. There was no patient consequence reported.